Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring insulin flow blocked alarms. Customer wishes to continue troubleshooting. Customer stated that the tubing did not bent or kinked. Customer stated that they have tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. No unexpected insulin flow blocked alarms were noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.